Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted that lead seal marks indicated that the ra and rv pacing leads were under-inserted into the device header. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported observations, however, concluded that under-insertion of the leads has the potential to cause noise, oversensing and changes in impedance measurements.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased threshold measurements, increased pacing impedance measurements of 1,950 ohms and intermittent noise and oversensing. High out of range pacing impedance measurements greater than 2,000 ohms were noted on the right atrial (ra) lead. An invasive procedure was performed. The device was explanted and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported.